Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), an arc was heard from the attached electrode pads after delivering the selected energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2022-00043 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the retains and the customer's report was not replicated or confirmed. The retains were put through extensive testing including electrical testing and visual inspection without duplicating the report. However, without the used electrodes, we are unable to fully evaluate as to why or how the reported problem occur. No trend is associated with reports of this type.